Event description:
It was reported that during a ventricular tachycardia procedure an adverse event occurred. Mapping of the right ventricular outflow tract, coronary sinus, and the left ventricular outflow tract using the carto 3 navigation system was already performed, and points were collected to mark an area where the arrhythmias origin. While using the navistar thermocool catheter to ablate (at ablation #13) in the right ventricular outflow tract the physician noted an audible noise which was stated to indicate a steam pop. The physician watched the blood pressure and noted it dropped right away. At this time the catheters were removed from the patient to address the patient's blood pressure. Pericardiocentesis was performed. The length of ablation #13 was 114 seconds, and averaged at 33 degrees celsius, 45 watts, and 135 ohms. At the end of the ablation the impedance rose to 225 ohms. The ablation site was located on the posteroseptal aspect of the right ventricular outflow tract. The patient was stated to be stable and doing well. The catheter was discarded and not returned for analysis, however it mentioned that the catheter was not being blamed for the adverse event.

Manufacturer narrative:
(B)(4).